Event description:
While using a cavitron jet plus g137, they allege that they had low water pressure and the handpiece was getting hot. No injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Sak emh found hpc water flow non functional, no water flow. Replaced hpc with new, also installed new water filter and pinch tube, unit then tuned/calibrated and all functions tested qa-rb. No jet-mate with unit.